Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the numbers on her insulin pump are ramping up on their own. Her blood glucose level is 95 mg/dl. She stated that when she tries to bolus and presses the up arrow, the numbers won't stop going up. She removed the battery, but it did not help. The scrolling eventually stops, but when she presses the up arrow, the numbers start scrolling again. Customer stated she was in the sprinkler today and the device was exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.